Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in service training, the cardiosave intra-aortic balloon pump (iabp) unit with multiple pneumatic module leak tests.

Manufacturer narrative:
Corrected fields: d5, e2, g2, h6(health effect ¿ clinical code & health effect ¿ impact codes). Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pneumatic module leak tests". When a getinge field service engineer (fse) had evaluated the unit that it was being verified that the unit fails "pneumatic leak test". Fse had also suspected that the safety disk is a warranty failure. Than the fse had replaced the ((B)(6)) pneumatic module assy (that includes the safety disk) to be able to repair unit in one visit. After the replacement the unit passes all tests and are within manufacturer's specifications. The unit is cleared for the clinical use. There patient involvement is unknown. The defective components were received for further investigation. This part was received with a reported unit failure message of leaking at the pim and leakage tests. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department verified the failure of the pim failing membrane diff prs. Leak tests with result of 13mmhg, the factory specification is +-6mmhg. Pim failed testing. Retaining the pim in the fat dept. As per procedure (B)(4) rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during in service training, the cardiosave intra-aortic balloon pump (iabp) unit with multiple pneumatic module leak tests. There was no patient involvement.